Event description:
Reporter noted unable to reflux, resulting in posterior capsule tear; vitrectomy performed.

Event description:
Additional info recd from surgeon noted pt is doing very well, with no subsequent complications.

Event description:
Add'l info rec'd from customer noted, while polishing the capsule during I/a, capsule caught in port, and would not release after three or four attempts, causing capsular rupture. No complications. Had not seen pt yet, but felt prognosis was favorable.